Manufacturer narrative:
Corrected data: in review of the file, it was noted that the following information was known but not included in the supplement #1 MDR, 9614546-2019-00345. The following has been updated accordingly: the lens was replaced with the same model, a smaller 21.0 diopter lens. No further information was provided. If explanted; give date: (B)(6) 2019. Patient code: 3191 - explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 7/2/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a lens case. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The customer''s reported event could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate (B)(6) 2019. If explanted; give date: n/a (not applicable). (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported that she had bilateral implants with model zxr00 intraocular lenses and her symptoms are varied post-implant. She is currently experiencing many symptoms such as; eyes burn, vary on which one is red; it is like a haze all the time and glare in both eyes. She almost feels like a foreign object is in her eyes. She also sees a haze all the time and needs readers unless it is an exact level is used. She cannot drive because she cannot see street signs properly. Some days she can see and some days she cannot see very much. She is currently using the following: serum tears, omega 3 eye drops, xiidra eye drops. A zxr00 21.5 diopter was implanted in her left (os) eye. She has 20/20 on her post op visit which was the same day (later in the afternoon) of the implant date. But then after 1 week, her right eye vision decreased. She reports that it looks like she is in a smoky and cloudy room all the time. She must have lights on and it is still difficult to read. She is allergic to everything that grows in the desert and especially to the dust storms. The same surgeon explanted the iol from her right (od) eye and replaced it with another symfony lens (0.5 diopter higher). She is currently using serum tears for a month. She stated she had the dry eye condition before the lens implants and was on drops as well. She has always worn glasses for distance, but could not adapt to bifocal glasses, so just had distance vision glasses. This report represents the left eye.